Event description:
It was reported during the implant attempt, the helix would not extend. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism itself.